Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, lead placement difficulty occurred. The right atrial (ra) appendage was used as the placement target, however, the ra appendage was low potential, so an acceptable value could not be obtained. Access to the free wall was also made, but the sensed wave values were low in all cases. Due to the placement difficulty, the lead was replaced with a screw-in lead and placed in the septum of the right atrium. No patient complications have been reported as a result of this event.